Manufacturer narrative:
(B) (4).

Event description:
Procedure: vats. According to the reporter: staples did not form properly and the case was converted to open surgery. Tissue was reportedly damaged when removing the device. Surgery time extension was reported as more than minutes.